Manufacturer narrative:
The lot number for one malfunction was provided and a lot history review was performed. The devices for the malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for one malfunction. The malfunction with medical records is inconclusive for migration, malposition, and device patient interaction problem. The other malfunction is inconclusive for migration, malposition, and patient device interaction problem as no objective evidence has been provided to confirm any deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition of device, and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no reported consequences. One patient was reported as male; all other patient information was not provided.

Manufacturer narrative:
H10: as the lot number for the devices were provided, a lot history review was performed. The sample were not returned to the manufacturer for inspection/evaluation, however, the medical records were provided for review. For one malfunction, the investigation is inconclusive for migration, malposition of device and patient device interaction problem. For another malfunction, the investigation is confirmed for patient device interaction problem and inconclusive for migration and malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced migration of device, malposition of device, and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients with no reported consequences. Two male patient's weight were not provided, one patient was 67 year's old and other patient's age was not provided.